Event description:
Complainant alleged that the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable. Analysis for reports of this type has not identified an increase in trend.